Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl, and the control iq software did not stop insulin delivery as expected. The customer¿s health care professional adjusted the pump basal rate to address low bg levels. No additional information was provided. Customer declined to troubleshoot with tandem technical support.